Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. Through follow up communication with the user facility, completed by olympus technical support, it was learned that the reported problem was limited to 2 scopes, model gif-hq190. After performing troubleshooting with the scopes involved, the user facility assigned the cause of the problem to the scopes and not the cv-190. The customer was advised to return the suspect scopes to olympus for evaluation and repair.

Event description:
A user facility reported to olympus that they received a "b30 scope communication error" code on the olympus cv-190 tower. The problem, as reported to olympus, was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was specific to the scope and there was likely no abnormality in the cv-190.